Event description:
Knee high bootie covers were used in the labor and delivery are permeable. The doctor removed the covers to discover the shoes were contaminated with fluids.what was the original intended procedure?to protect the staff's shoes and clothing from contamination of fluids, especially bodily fluids.